Event description:
It was reported that the customer went to the emergency room on (B)(6)2025 with an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address bg. Reportedly, the customer ¿cracked their head on the floor¿; no additional information was provided why the customer was on the floor. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6)2025 with the issue resolved and no permanent damage. A pump system check revealed the customer had used the pump supplies beyond labeling and that the pump was functioning as intended. Technical support educated customer on proper pump supply usage. Customer continued to use pump for insulin therapy.